Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that a leak was observed on the expiratory tube of an rt340 adult dual-heated with evaqua breathing circuit. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the returned rt340 adult breathing circuit was visually inspected for the reported damage. Results: a puncture was observed in the evaqua expiratory tube. A lot check revealed one other complaint of this nature for this lot number. Conclusion: the sustained damage to the evaqua expiratory tube indicates that it was punctured or scratched with a blunt object. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the breathing circuit was punctured or scratched post production. The expiratory tube of evaqua circuits is composed of a thin, semi-permeable film specially designed to allow water vapor from expired ventilatory gases to pass through. This technology was developed to overcome condensate-related issues associated with conventional breathing circuits. The expiratory tube of an evaqua breathing circuit incorporates a protective mesh to prevent damage to the walls of the tube during use. Nonetheless, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or to damage caused by sharp objects and circuit hangers. (B)(4).